Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was to be used during a colonoscopy with dilatation procedure on (B)(6), 2015. According to the complaint, during unpacking, it was noted that the seal was compromised and there was no balloon present inside the package. The physician only noticed a 2-way stopcock inside the package. The procedure was completed with another cre wireguided catheter balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the packaging was already opened and contained a stopcock. The balloon was not returned. Based on the condition of the returned packaging, the reported defects could not be confirmed. The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause is handling damage.  A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was to be used during a colonoscopy with dilatation procedure on (B)(6) 2015. According to the complaint, during unpacking, it was noted that the seal was compromised and there was no balloon present inside the package. The physician only noticed a 2-way stopcock inside the package. The procedure was completed with another cre wireguided catheter balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.